Event description:
Reporter alleged obtaining the results of 595 mg/dl and 250-350 mg/dl back to back within 10 minutes on the advantage system on two separate occasions. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A hospital in (B)(6) reported via a distributor that a heater wire connector was "broken" on an rt206 adult inspiratory heated breathing circuit. This was observed prior to pt use.